Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was a 911 call on (B)(6). Customer's blood glucose the night prior to call was 450 mg/dl and customer was vomiting. Customer was advised that hospitalization was due to a heart attack which was diabetes related. As a result of heart attack customer had an angioplasty procedure done. Customer was wearing insulin pump at the time off 911 call. Customer declined troubleshooting insulin pump stating that insulin pump was working as designed. Customer believed that heart condition made her insulin resistant which caused blood glucose to fluctuate.